Event description:
During a ptca/stent procedure to treat a heavily calcified lesion in the mid-proximal rca, the stent became dislodged at some point during the procedure. A dilatation balloon was used to crush the dislodged stent against the artery. No patient effects were reported.